Event description:
Revision surgery - due to infection and loosening.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01180, 943-01-40h, s808 - infection, s810 - device loosening; s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.